Event description:
The complaint indicated that pt rec'd a very high and atypical blood glucose reading. Pt's typical action would be rest for a while and do a repeat test. Pt rested and rec'd a normal result. Because pt questioned the normal result pt did a normal control test and this likewise came out within spec. Pt repeated blood glucose test a couple of times and received results that varied more than 250mg/dl between readings. While on the phone an electronic check was made of the instrument and was found satisfactory. It was learned that the customer is using excel off brand reagent. The customer will be sent bayer elite strips for further eval of the system.

Event description:
The complaint indicated that pt rec'd a very high and atypical blood glucose reading. Pt's typical action would be rest for a while and do a repeat test. Pt rested and rec'd a normal result. Because pt questioned the normal result pt did a normal control test and this likewise came out within specification. Pt repeated blood glucose test a couple of times and received results that varied more than 250mg/dl between readings. While on the phone an electronic check was made of the instrument and was found satisfactory. It was learned that the customer is using excel off brand reagent. The customer will be sent bayer elite strips for further eval of the system.